Manufacturer narrative:
Olympus medical systems corp. (Omsc) found that this supplemental report is required on january 14, 2016. This is a supplemental report for MFR report # 8010047-2016-00036.

Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since the manufacture record of the subject device was unknown, the manufacture record that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. Omsc concluded that the reported burn of the assistant occurred since the assistant carelessly touched his elbow with the tip of the device which was hot just after the device was activated. The instruction manual of the subject device already cautions; do not leave the thunderbeat in contact with tissue, the patient or a flammable object such as a drape after output. Otherwise, burns of the surgeon, surgical staff or patient's tissue can be burnt or a fire hazard may result.

Event description:
During an open total gastrectomy, the subject device was used. When the nurse returned the device to the instrument table, the tip of it touched the assistant's elbow by mistake. The assistant got burned lightly. The procedure was completed with another thunderbeat. There was no patient injury reported.